Event description:
It was reported that a homecare pt experienced difficulties with the fit and placement of three, size 4 dct, disposable cannula low pressure cuffed tracheostomy tubes. The pt also reportedly developed stoma site irritations/infections attributable to a reported rough/uneven material surface on the device neck-plates. Additional fit and placement problems were reported involving difficulties with inserting the disposable inner cannula into the outer cannulae. The devices were in use approximately seven to twenty days when the problems occurred. There was one pt involved. The pt was examined by the attending physician, treated with oral/topical antibiotics, and has returned to baseline condition. Only one of the three size 4 dct devices was returned to the MFR on 02/09/1998 for decontamination, analysis and investigation.